Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported issue of the platform displaying user advisory 7 (discrepancy between load 1 and load 2 too large) was confirmed; during power up of the returned device, a ua 7 fault was observed. A review of the archive data also showed multiple ua 7 faults occurring with the device. The investigation results indicated that a defective load cell was the cause of the issue. Upon replacement of the load cell, the platform passed all testing criteria.

Event description:
Complainant alleged that during a shift check when the autopulse resuscitation system was powered on, a user advisory ua 07 (discrepancy between load 1 and 2 load too large) message was displayed. Complainant attempted to turn the platform on and off, however the user advisory still persisted with no object present. There was no report of any patient involvement. No additional information was provided.